Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained via a 5f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the sealant was attached to the end of the shuttle when the physician was "retracting the shuttle". The device was removed and the patient was converted to 12 minutes of manual compression in which time hemostasis was achieved. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle. A small section of sealant was returned separated from the catheter. The shuttle cartridge, advancer tube, tamp locks and proximal detent were inspected for anomalies. Damages were observed on the proximal end of the advancer tube and the shuttle cartridge was torn at the end of the slit. A number of component features were measured and all features were found within specification. Based on the provided information and the investigation performed, the reported sealant attached to the end of the shuttle could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1218402) indicated that the device lot met all established performance criteria prior to shipment.